Manufacturer narrative:
The investigation into the reported issue has been completed. No device was received for evaluation. The root cause of the access site bleeding was use related and related to the improper fixation of the pump. As noted in the impella IFU: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced an access site bleed that was treated by sheath advancement and suture. Additionally, during the support, the aic alarm failed which prompted the cp to stop. The team replaced the aic on the pump patient who was pump dependent. The patient was supported appropriately after the aic was replaced, per IFU recommendations for the use a backup aic, until the patient expired after being made a do not resuscitate. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).